Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not receive a low battery alert prior to the replace battery alert . The customer¿s blood glucose was 77 mg/dl at the time of incident. The customer also received power error detected alarm and was able to clear it. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error alarms and unexpected battery power loss alarms due to j6 connector resistance issue. (B)(4).